Manufacturer narrative:
Name: tandem. Country: united states of america. Street: 11045 roselle street. Street 2: suite 200. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced bent cannula issue on (B)(6) 2026 because they placed tubing in the notch prior to pulling back the spring which is against IFU. It restricted the insulin flow and resulted into hyperglycemia which was treated by multiple daily injections.